Event description:
The pt had a deflating left breast implant. On 2/12/98, she underwent removal of the left breast implant. Upon removal, the surgeon noted a "pin-hole type leak on the posterior side of the implant". The implant originally contained 295cc of fluid and had 25-30% of the fluid present at the time of removal per surgeon.